Event description:
The customer reported that the system boots up with a checksum error.

Manufacturer narrative:
(B) (4). The ge service rep replaced the sram card and performed entrance exposure calibration. The system functions as intended.